Event description:
Reporter stated the customer has experienced hyperglycemia of up to 22.6 mmol/l for the past week, and she believes the insulin delivery of the infusion device is too low. She delivered insulin via pen to treat hyperglycemia, and no adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.